Event description:
Deroyal cmc vascular pack opened. Upon inspection, the suction tube was discolored with red foreign object in it. The sterile field was broken down and reopened prior before the patient entered the room.